Event description:
It was reported that during a da vinci s surgical procedure the tip of the monopolar curved scissor instrument was found to be bent. No instrument pieces fell into the patient and no patient harm, adverse outcome or injury was reported. The customer reported malfunction does not itself constitute a FDA reportable event, however, during internal evaluation of the instrument engineering discovered evidence that an arcing event occurred.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument tube extension to be dislodged from the main tube. The entire tube extension wall is circumferentially broken at the base of the axial keys as a result and the tube can be rotated 360 degrees. No pieces are missing. The tube extension has a section below the breakage that exhibits charring and melting. The metal tube reinforcement ring has a dark mark directly above the charring. The instrument was disassembled to find the hypotube also exhibit darkened marks where the tube extension broke. Evidence indicates an arcing event occurred, likely after the breakage of the tube extension. No other damage found.